Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation was unable to confirm the customer reported failure mode. Visual inspection showed that a piece of the grey part of the grip area was missing. Failure analysis investigation observed that the grip tips was broken. One grip had a section of the plastic outer surface broken off, exposing a section of the conductor wire that should be hidden. Evidence not conclusive, but broken damage may be due to likely mishandling/misuse. An additional observation not reported by site was that the instrument's housing exhibited thermal damage. The customer autoclaved the instrument before returning back to intuitive surgical inc. (Isi). The proximal end of the instrument exhibited thermal damage based on the deformation of the housing and the melted shrink tube on the instrument conductor wire. Also, spotted water marks on the knife motor. Failure analysis investigation was unable to test the instrument due to the warping of the housing. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's grey part found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
On (B)(6) 2014, the user facility reported a complaint with the endowrist one vessel sealer instrument but did not provide a description of the event. On (B)(6) 2014, intuitive surgical, inc. Contacted the user facility to obtain more information about the complaint. The customer noted that during a da vinci hysterectomy procedure, the endowrist one vessel sealer instrument would routinely stops working, the blade gets stuck out and/or stops sealing with an unknown error message. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.